Manufacturer narrative:
Manufacturing site: (B)(4); registration number: (B)(4). The chikai x 010 guide wire was returned for evaluation. Separation was confirmed on the shaft of the returned guide wire. The shaft proximal to the fracture end was corrugated while the distal side was looped. The outermost polymer jacket was removed for observational purpose. The fracture site was located proximal to the solder that was originally located at 160mm from the tip. Observation by scanning electron microscope (sem) was performed on proximal and distal fracture surfaces. A spiral pattern of dimples was seen on both fracture surfaces and helical marks were on the side of the shaft. These findings indicated that torsion had contributed to the observed separation. Proximal and distal fracture ends corresponded to each other; therefore, it was concluded that the guide wire was returned in its entirety. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with wire manipulation had most likely contributed to the observed fracture on the returned chikai x 010 guide wire. The applied stress would be localized and therefore exceed the product design limit likely due to tortuous anatomy that caused deformation on the distal part of the guide wire, and blocked stress propagation through the tip. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: warnings: observe movement of this guide wire in the vessels. Before this guide wire is moved, or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move, or torque the guide wire without observing corresponding movement of the tip, otherwise, the guide wire may be damaged, and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage, and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break, or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Malfunction and adverse effects: damage such as separation.

Event description:
It was reported that an asahi chikai x 010 guide wire became separated during a transarterial embolization (tae) against dural arteriovenous fistula (davf) in the middle meningeal artery (mma). Wire delivery was difficult due to severely tortuous vessel. During attempts to deliver the guide wire, the physician felt something wrong with the guide wire. The guide wire was removed together with a concomitant microcatheter when separation of the guide wire was noted. The physician determined to terminate the tae. There were no adverse patient effects associated with this event.